Event description:
Discordant high immulite 1000 free t3 results were obtained on three (3) patient samples. The physician(s) questioned the results and the samples were repeated on a second system. Corrected reports were sent out. There is no known report of patient intervention or adverse health consequences due to the discordant ft3 results.

Manufacturer narrative:
A siemens technical service engineer (tse) evaluated the immulite 1000 instrument data. Analysis of the instrument data indicated that the cause for the discordant ft3 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.